Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) inspected the device and found that the fiber optic module was not responding. A piece of plastic/unknown foreign material (not a getinge product) was discovered inside the fiber optic module. After the foreign material was removed, the module responded normally, passed testing, and the insertion issue was resolved. There was no reported patient harm. All operational and safety checks were performed.

Event description:
It was reported that when inserting the fiber optic module for use in treatment, the cs300 intra aortic balloon pump (iabp) had a loose optical sensor connection when the optical sensor was inserted into the fiber optic module for treatment. As a result, the device was replaced with another iabp and treatment was started. There was no reported patient harm.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) optical sensor was inserted loosely. When the optical sensor was inserted into the fiber optic module for use in treatment, it was found to be loose. As a result, the device was replaced with another iabp and treatment was started. A plastic foreign object was found at the receiving side of the fiber optic module.there was no patient harm or injury reported.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is: (B)(6), full event site address is (B)(6), full event site city name is (B)(6). A supplemental report will be submitted upon completion of investigation.